Event description:
It was reported thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. 20000 units of heparin was administered pre-transseptal puncture (tsp). Activated clotting time (act) was 460. Once versacross pigtail wire completed the tsp, the imaging anesthesiologist noticed a clot forming in appendage prior to watchman sheath crossing septum. Another 10000 units of heparin were administered which dissolved the clot. The physician decided to move forward with the procedure and successfully implanted the closure device once clot was not present anymore. There were no patient complications. The patient medication was changed from plavix and aspirin to 5mg of eliquis and baby aspirin and the patient was discharged home. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.